Event description:
This is the second of two reports (same pt, same incident, different product ID's). This report is in regards to the extended tip applicator 8cm (product ID:(B)(4)). The product never achieved its objective; it maintained in a liquid state, even after 30 minutes of waiting during a fistula closing procedure on the lumbar region. The pt as reported as being stable. Add'l info was requested and on (B)(4) 2014 the following was provided: the pt was a (B)(6) year old female. The reason for waiting 30 minutes was to expect that the product would dry but never dried. The surgical team was only waiting for the product to gel. There was no pt harm or injury and no pt adverse consequence as a result of the waiting for the product to gel for 30 minutes. Due to the product problem, the product was aspirated and removed from the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.